Event description:
Patient underwent shoulder surgery. Arthrex camera and light box momentarily malfunctioned. Approximately 75 seconds after case start, video source and light source were lost. Arthrex representative was in room and unable to regain light source. Video was regained and headlight box was used for light source. Printer then printed previous case overtop of current case on same paper with both patients information overlaying each other. There was no injury to the patient. Operating room leadership referred the situation to the arthrex representative for follow-up.